Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: since there was no actual product, the true cause could not be determined, but from the information presented, it was possible that there was a defect in the immersion time of the equipment, so the original idea was that sufficient cleaning was not possible after using the case. It is presumed that the indicated phenomenon occurred. Chapter 5 reprocessing: general policy 5.2 precautions warning failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations

Manufacturer narrative:
As part of our investigation, the service center followed up with the customer to obtain additional information regarding the reported event and was informed that the scope was manually reprocessed again and then ran through the automatic endoscope reprocessor (aer) a second time. The scope was not cultured. The cleaning and disinfectant solutions used with the scope are ruhof endozyme. Per the customer the IFU does not instruct to check mec. The endoscope channel is being brushed during manual cleaning. A is being used to brush the scope during manual cleaning. Pre-cleaning is being performed immediately after a procedure. The nurse performs the pre-cleaning in the procedure room directly after the procedure. The scope is being leak tested prior to manual cleaning. There have not been any problems noted with the aer. There is flushing of air into the channel of the endoscope after reprocessing. Reprocessing in-services are provided annually. It is unknown when the last reprocessing in-service was provided. There is always new reprocessing personnel. However, this scope was processed by technician who been doing this for seventeen years and also certified by the certification board for sterile processing and distribution (cbspd). All of the reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in a dri-scope scope cabinet. The cabinet was bleached afterward. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed a ultrasonic gastrovideoscope was used in a endoscopic ultrasound (eus) with fine needle aspiration procedure. Post procedure reprocessing was completed per the instructions for use (IFU) however, the staff reported dried blood on the tip of the device. There was no reported patient involvement or impact.